Event description:
The customer reported that during service of the high flow insufflation unit an error occurred for the pressure sensor offset adjustment. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.